Manufacturer narrative:
No product has been returned for evaluation nor radiographs or images were provided to confirm the alleged event. Even though root cause cannot be confirmed, information received indicated patient's bone quality may have contributed to event. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." ¿...patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components..." ¿...post-operative warnings:damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2019, the patient underwent a spinal procedure with reline at t8/il and x-core at l1 levels. On (B)(6) 2020, a revision procedure was performed due to subsidence. During the revision procedure pedicle screws at t12 levels were replaced new ones.